Event description:
The customer reported that this cannula broke in half while in a patient.

Manufacturer narrative:
Upon receipt of the cannula, a visual inspection was performed. The cannula (lumen) broke approx 10mm from the handle. The cause of break could not be determined at the time of inspection.